Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (1 mg/ml at 0.3 mg/day) via an implantable infusion pump. It was reported that the patient was undergoing a pump implant on the day of the report. It was noted that the patient's previous pump had been removed approximately 4 weeks earlier due to an infection. The hcp had trimmed an unknown amount of catheter when that pump was removed. The hcp was made aware that because of this the catheter length and volume was then only an estimate, and that no compatible revision kits exist for the patients remaining catheter. He insisted on adding to the existing 8703 catheter with a 8596sc revision kit and was made aware of, and accepted, the unknown catheter volume. It was unknown if the issue was resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.